Manufacturer narrative:
(B)(4).

Event description:
It was initially reported that during a refill, 18ml of the drug was aspirated; however the telemetry showed there should be 3ml residual volume. Pt experienced return of symptoms. The pump was emptied and filled with saline. The drug infused via the pump was morphine, pt was started oral morphine. Pump log was interrogated and no motor stall was noted. It was later reported on (B)(6) 2011 that a roller study was done and it showed that the pump was operating normally. A catheter dye study was also performed and it showed several occlusions/fractures in the catheter. A catheter revision had been scheduled. A f/u report will be sent if add'l info becomes available.